Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with a pacemaker experienced an event in the lower part of the heart lasting 20 seconds at a rate of 200 beats per minute. Despite having a compromised heart condition, the patient did not perceive the event. The device involved was a pacemaker with non-defibrillator leads. The patient expressed concern about the accuracy of the pacemaker's readings and questioned whether the device could be incorrect. The physician was informed and additional tests were planned to investigate the situation further. The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.